Event description:
Patient had fractured her humerus and distal radius while outside the united states. The patient waited several weeks and returned to the us. The patient had surgery in (B)(6) 2013. The surgeon implanted multi-loc nail and screws. The patient went to non-union. The patient was returned to the operating room on (B)(6) 2013 for removal of the multi-loc nail and screws and revision to an epoca arthroplasty system. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.